Manufacturer narrative:
This event has been recorded by zimmer biomet under. The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned; functional and/or dimensional evaluations could not be performed. Visual evaluation of the provided pictures found the device battery pack was deformed and the batteries leaked electrolyte within the battery pack. The battery terminals were pushed out of place. There did not appear to be any damage to the battery wiring. DHR was reviewed and no discrepancies related to the reported event were found. The root cause of the reported issue is attributed to a manufacturing issue. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available.

Event description:
It was reported that during surgery the new pulsavac kit battery pack appeared to be miss-shaped and the device would not power on. When the battery pack was opened, it was found that the batteries had leaked electrolytes on the inside. There was no patient or operator impact. There was no surgical delay. Diligence is complete.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: canada. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.